Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4), alleging the patient¿s onetouch verio iq meter read inaccurately erratic. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not specified when the alleged issue began. It is not clear how the patient manages her diabetes or if changes were made to her usual management routine. The reporter claimed one day the patient had ¿low blood sugar signals¿ which was confirmed by a warning from the ¿blood sugar dog.¿ specific symptoms were not provided. The patient¿s reported ¿hypoglycemic¿ symptoms and the warning by the ¿blood sugar dog¿ prompted the patient to test her blood glucose. The patient reported obtaining a blood glucose result of ¿42 mg/dl¿ with the subject meter. The patient did not feel her blood glucose was that low. Thus, the patient immediately retested and obtained a blood glucose result of ¿200 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly also retested on another meter; however, results were not provided. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. The patient¿s symptoms correlated with the reported lfs meter result. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.